Event description:
New information was received that the right ventricular lead was capped and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was some episodes of non-sustained ventricular lead noise and oversensing due to crosstalk noted on the right ventricular (rv) lead. X-ray imaging confirmed that the rv lead was externalized and a lead revision is anticipated but has not occurred yet. The patient was in stable condition throughout the event.